Event description:
It was reported that stent damage occurred. The non-totally occluded, 16x4.5mm, eccentric, de novo target lesion was located in the moderately calcified left renal artery. Following predilation, a 16mm x 4.50mm taxus¿ element¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the stent and the tip of the delivery system were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).